Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with glucose tablets for food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device in use with samsung galaxy s22 ultra, os android 13 and app version 3.5.1.10363 and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and self-treated with glucose tablets for food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported replace sensor message. Attempted to replicate the user¿s complaint using a samsung galaxy a52 android 13, 3.5.1.10363 and the reported issue was unable to be replicated and the system functioned as intended. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.